Event description:
While removing a 20g IV catheter from left lower forearm due to infiltration shortly after insertion, the catheter tip was noted to be not intact. A 10mm piece of the catheter was located via ultrasound in the subcutaneous space and surgery was required to remove from under the skin. Tough/thick skin noted of forearm.